Event description:
It was originally reported on (B)(6)-2014 that the patient was unable to adjust stimulation and after repositioning she was able to get the setting. The patient was on program 3 at 1.3 volts and increased to 1.4 volts where she felt it comfortably. The patient stated that the manufacturer representative told her not to change programs, but she got the approval from her healthcare provider (hcp). The patient wanted to change to a different program because when she had the ¿temporary one¿ she felt stimulation more in her left butt cheek. The permanent implant was not like that as she was feeling the stimulation in her vaginal area and it was ¿not doing what it was supposed to.¿ the patient had leaking. The patient switched to program 4 at 1.6 volts. The patient was then assisted in turning it off and down to 0 volts. The patient turned the stimulation back on and increased it until she felt it. The patient still felt it in her vaginal area and it was comfortable at 2.2 volts. The patient wanted to try this program first before checking any other options. The patient was sitting down and when she stood up she did not feel stimulation. About two and a half weeks later it was reported that within four hours of changing programs on (B)(6)-2014 she had to go to the hospital for a pulmonary embolism and then she got pneumonia. The patient stated that she was in the hospital for a week. The patient stated that the healthcare providers (hcp) thought it was because of the surgery and anesthesia, since it was ¿about aweek before,¿ in combination with the hormones the patient was on. The patient stated that it could have been the long car ride because she was traveling for the holidays. The patient stated that the hcp¿s ¿did not know.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0cssw, implanted: 2013-(B)(6), product type lead. (B)(4).